Event description:
It was reported, the patient had a revision on (B)(6) 2013 and had swelling following the revision. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID: 399960 lot# v587367, implanted: 2012 (B)(6), product type lead product ID: 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).